Manufacturer narrative:
.

Event description:
It was reported that the vns patient passed away. An online obituary indicated that the patient passed away at the hospital. The cause of death is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The funeral home director indicated that the patient was buried with the device. The autopsy reported listed the cause of death as seizure disorder.